Manufacturer narrative:
As per the contour xt user guide, "do not press the tip against the skin or place the blood on top of the test strip or you could get inaccurate results or errors". The customer applied blood to the test strip prior to inserting the strip into the meter, which is contraindicated per the contour xt user guide. In some countries outside the us, customer information is not provided due to privacy laws. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
An advocate from (B)(6) reported that the customer was applying blood to the test strip prior to inserting the strip into the meter, which is contraindicated per the contour xt user guide. This would generate an e3 error, rather than a blood glucose result. The customer drank a glass of orange juice but fell into coma and was admitted to the hospital. Upon follow-up, the advocate stated that the customer is fine. The advocate declined to provide any further event details. The advocate was advised to return the meter for evaluation. A replacement meter kit was sent to the advocate.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house testing was performed using the in-house contour xt meter with in-house contour next test strips, which gave satisfactory performance. No e3 errors, indicative of "used strip inserted" were observed. Additionally, a device history record was reviewed for the suspected contour xt meter and no manufacturing anomalies were found. Information related to manufacturing site address, device manufacture date and labeled for single use were incorrectly captured in the initial report. Sections have been updated with the correct information.